Event description:
Healon products delivered without being protected from excessive heat. Deliveries via fed ex can be as long as 3 days from manufacturer distribution center. Package has no heat sensitive device to ensure heat tolerances has not been exceeded. Summer months outside temps exceed 100 degrees f - temp in back of fed ex trucks can exceed 120 degrees f. We receive boxes that are hot to touch. Product used in cataract surgeries and want to insure safe and effective and drug not deteriorated. Diagnosis for use: intraoperative cataract surgery.